Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that in 2006, the device was implanted via v-p shunt at 180mmh2o. In 2009, the pt had 1.5tesla MRI. After the MRI the surgeon unsuccessfully attempted to adjust the pressure. The pt is currently being monitored. A revision has not been scheduled.